Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: hiryu 3.0 x 15. Guide wire: runthrough extra floppy, floppy, sion blue. Guide catheter: launcher 7f sl4. Stent: endeavor 3.0 x 18. Above rated burst pressure (rbp). Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and crystallized contrast in the loosely folded balloon and inflation lumen, consistent with preparation and use of the catheter in the patient anatomy. The inner member was bunched 1.7 cm proximal to the proximal balloon seal for a length of 1 mm. The shaft was wrinkled 11.5 cm distal to the guide wire exit notch for a length of 2 mm. There were kinks in the hypotube (bayonet) and outer member 2 cm proximal to the guide wire exit notch. There were multiple bends through out the entire length of the hypotube. Factors that may contribute to the difficulty to deflate the catheter include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. The total catheter length was measured and met manufacturing criteria. A new indeflator filled with contrast medium, diluted 1:1 with water, was used to inflate the balloon to the rated burst pressure (rbp) with no anomalies noted. While pressurized it was observed that inner member was collapsed for the entire length of the balloon. The reported deflation difficulties were unable to be confirmed as the deflation times were measured and met manufacturing criteria. It was reported the trek balloon was inflated to 16atm, which is above the rbp. It should be noted the trek instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure. It is possible that the over inflation of the balloon may have disrupted the balloon tri fold and profile such that the balloon was difficult to deflate; however, this could not be confirmed. There was no report of any damage to the product noted during visual inspection prior to use therefore it is likely that the noted shaft bunching, bends, and kink occurred during the procedure during advancement or retraction in the heavily tortuous and mildly calcified lesion. If the noted damage occurred during the procedure, this may have contributed to the reported difficulty deflating the balloon because the inflation contrast travels in the hypotube and down along the inflation lumen to the balloon. However, since the analysis of the returned product did not indicate any difficulty deflating the balloon despite the presence of the shaft bunching, kink and bends, it is not likely that this damage contributed to the reported difficulties. Additionally, it was noted the inner member was collapsed during pressurization. Inner member collapse can be a result of a material discrepancy, incorrect preparation for use, guide wire size selection, or high pressure/multiple inflations, and in this case, does not appear to have contributed to the reported deflation difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for deflation issues, bends/kinks, or damaged shafts for this lot. There is no indication of a lot specific product quality deficiency. The reported kink and noted damage appear to be related to the operational context of the procedure. All dilatation catheters are 100% visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.

Event description:
It was reported that a 3.5 x 18 mm non-abbott stent was deployed from the left main to the proximal left anterior descending artery. To perform a kissing balloon technique, another guide wire was engaged in the left circumflex through the stent struts, and the trek was delivered onto it. There was no resistance upon crossing through the stent struts into the left circumflex. A 3.0 x 15 mm non-abbott balloon was placed in the left anterior descending. The first kissing balloon inflation was made at 8 atmospheres and the second was at 10 atmospheres. After the third inflation was made at 16 atmospheres, the trek balloon would not deflate. The inflation device was placed at neutral and negative pressure was applied several times and eventually the trek balloon deflated. Both the non-abbott and the trek balloon were successfully withdrawn from the patient anatomy. After the withdrawal, a kink was observed at the proximal shaft to the guide wire exit port of the trek. No adverse patient effects were reported. No additional information was provided.